Event description:
While the device was at the philips bench for a refresh upgrade, the bench technician noted the device had a low joules output. There was no patient involvement as this was noted during servicing.